Manufacturer narrative:
Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the distributor, contaminants were found on codman surgical patties. There were no reports of delay or patient harm.